Event description:
It was reported that the zimmer skin graft mesher was only meshing half of the graft. No additional info was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 9 yrs old and was last returned to the MFR for repair on (B)(4) 2008. Upon arrival, the device showed heavy damage to the comb and the roller. Customer¿s side plates were also damaged and the cutter that was sent produced an unacceptable graft. Each of these factors could have caused the customer¿s event. Improper handling was presented by the damage to the comb and the appearance that the roller was dropped due to its incorrect position. The cause is most likely due to the user not maintaining the device per preventative maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.